Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 172 mg/dl. Additionally, it was reported that the customer experienced an undefined high blood glucose (bg) level that was "high" per continuous glucose monitor readings. High bg was not addressed as customer was sleeping during the incident. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.